Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer treated their blood glucose with a manual injection. The customer also reported excessive no delivery alarms on the insulin pump. Customer stated the alarm was resolved by a complete set change. The customer's blood glucose was 386 mg/dl at the time of the alarm. The insulin pump will not be returned for analysis.